Event description:
It was reported that the customer was treated by the paramedics for low blood glucose levels. The reported blood glucose reading was 28 mg/dl. It was stated that the customer was feeling weak, and couldn't wake up. The caller also stated that the insulin pump settings have been deleted on their own a couple times, causing high blood glucose levels. The caller stated that due to all of the issues, the area representative suggested having the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.